Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the pump shutdown, a minimum fill notification occurred during the load sequence. Customer added insulin and successfully reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.